Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on february 15, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 13, 2022.

Event description:
Per the clinic, the patient experienced intermittencies. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 16, 2021.